Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that when the subcutaneous implantable cardioverter defibrillator (s-ICD) exited shelf mode the therapy counter was at 0 before induction. However after induction the shock counter was at 192. The session was ended and the s-ICD was re-interrogated. That interrogation showed an appropriate counter value of one shock. Data was sent in for analysis. Upon review, engineering determined the shock counter value of 192 was caused by excessive telemetry errors within the programmer. There were no faults or error codes noted in the device's memory. Engineering noted that excessive telemetry errors can occur with poor telemetry and advised to keep distance between wand to device as close as possible. The s-ICD remains in service and no adverse patient effects were reported.